Event description:
It was reported that the user experienced intermittent communication failure where the dexcom g7 continuous glucose monitor (cgm) signal was lost to the ilet, while glucose values remained visible in the dexcom app, and after placing a new sensor the ilet resumed receiving readings; no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between systems, associated with the electrical and magnetic subsystem and antenna component, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.